Event description:
Customer reporting 1 false positive symptomatic sars patient result. Customer communicated the result was confirmed positive by pcr.

Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Tested 4x returned devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Root can not duplicate with returned customer product. Source: phone.